Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the head is not connected to the body. After stapling, the head of the device stayed in the colon. The head was removed with difficulty thanks to a forceps, without injuring the anastomosis. Unknown how case was completed. There were no adverse consequences to the patient. (B)(6).